Manufacturer narrative:
On (B)(6) 2015 09:54 am (gmt-5:00) added by (B)(6) ((B)(4)): the manufacturer received the product in question for evaluation. At the initial evaluation of the device it could be confirmed that the rotaflow drive (rfd) was producing noise but the centrifugal pump was not rotating. The rfd was sent to a supplier for further evaluation and repair. During the suppliers investigation an electronics damage of two boards (mc1 and mc2) was confirmed. The cause for the damage could not be determined. The damaged boards were replaced, final check and calibration were performed and the rfd was successfully tested to factory specifications.

Event description:
It was reported that during maintenance, it was noticed when the unit was in operation, the head does not seem to be rotating. 0 rpm was displayed on the rotaflow unit. (B)(4).